Event description:
Int'l affiliate initially reported leakage from the junction between the patient adapter and the titanium-adaptor on a transfer set. However, per the international affiliate the sales rep misidentified the failure, which was actually a broken spike, that was confirmed during evaluation of the sample. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a broken spike on a transfer set. The root cause was not determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.